Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 26.9 mmol/l at the time of the incident. Insulin pump was not delivering insulin. Customer experienced symptoms such as vomiting, dry mouth. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.